Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product issue. All available information was investigated and a definitive cause for the reported mechanical issue (clip open - establishing final arm angle) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the anatomy and the clip delivery system was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed as the clip unexpectedly opened during use. It was reported that the patient presented with degenerative mitral regurgitation (mr) grade 4. One mitraclip was successfully implanted. During deployment of a second mitraclip (cds0601-ntr, 81002u186) and while establishing final arm angle, the lock line was removed without unusual resistance, however, the clip unexpectedly opened. Standard trouble shooting was performed and final arm angle was re-established. The clip was closed down on both leaflets and deployed without further issues. The clip was implanted at the intended area, and was stable and well seated. The mr was reduced to grade 1-2. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.